Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler, cycler set or any fresenius product. However, it is suspected by the pdrn that the potential breach in technique used by the patient¿s family member was the suspected causal event for the peritonitis. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
This is a report of a peritoneal dialysis (pd) patient who developed peritonitis. The cause of the peritonitis was suspected to be a breach in aseptic technique. Per the pd nurse, the patient¿s family member, who was not trained on pd therapy, administered the treatment to the patient and attributes this as the causal event for the peritonitis. The patient was hospitalized for the event from (B)(6) 2017 through (B)(6) 2017. A peritoneal effluent culture was performed with results positive for morganella morganii. On (B)(6) 2017, the patient was treated with vancomycin (1.5g, intraperitoneal (ip), once) and fortaz (1g, ip, for three weeks) for the event. The patient has continued with peritoneal dialysis therapy and was reported to be recovering from the event.